Event description:
A 3.5mm diameter x 24mm length ave gfx stent was inserted into a pt for treatment of a coronary stenosis. The stent dislodged from the stent delivert system before attempted deployment. It was not possible to retrieve the stent with a snare; therefore, the pt went to surgery. There was no add'l clinical sequelae reported relative to the event and no further response to ave's request for add'l info.